Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that when the registered nurse aspirated to check for blood return, a small amount of blood leaked from the plastic part of the device where the cannula connected to the hub. The skin site showed no issues. This occurred during blood aspiration. There was patient involvement, and unknown signs or symptoms experienced.